Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. No allergy test was performed. Patient is feeling much better after implant removal. In this case it is not verified that a potential allergic reaction is the trigger for the problems that the patient has experienced. Nevertheless it could be probably an unspecific inflammatory reaction. This kind of reaction is not related to a certain implant but to all kinds of implants made of titanium.

Event description:
According to the available information, a patient received 5 ankylos dental implants on (B)(6) 2019. On (B)(6) 2019 the implants were explanted. The patient stated that a month after having implants the jaw was burning; he/she thought that it just needed more healing but when he/she came to restore the burning was still there. No allergy test was performed. Patient is feeling much better after implant removal.